Event description:
Healthcare professional reported a pt underwent aortic valve replacement at approx 10 years post-implant due to intermittent valve sticking. The physician noted pannus formation under the small orifice of the valve.